Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032461) on 30-dec-2013. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding and clotting, still suffering from severe hemorrhaging') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "believed essure put in my body is defective". The patient's previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included amenorrhea with depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("severe left tubal pain"). On an unknown date, the patient experienced pain ("severe pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage and pain had not resolved and the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, genital haemorrhage and pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Upon follow up case became potential legal. Essure explant date and surgery added. Lawyer added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032461) on 30-dec-2013. The most recent information was received on 14-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated tube'), embedded device ('embedded in my uterus') and genital haemorrhage ('severe bleeding and clotting, still suffering from severe hemorrhaging') in a female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "believed essure put in my body is defective". The patient's medical history included menorrhagia. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included amenorrhea with depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("severe left tubal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migrated in my uterus") and pelvic pain ("severe pain"). The patient was treated with surgery (bilateral fallopian tubes with essure device explants). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device and adnexa uteri pain outcome was unknown, the genital haemorrhage and pelvic pain had not resolved and the device expulsion had resolved. The reporter considered adnexa uteri pain, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: no free spillage of contrast out of fallopian tube consistent with successful tubal ligation. Most recent follow-up information incorporated above includes: on 14-apr-2021: lot number, lab data, reporter and medical history added from mr we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032461) on (B)(6) 2013. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated tube'), embedded device ('embedded in my uterus') and genital haemorrhage ('severe bleeding and clotting, still suffering from severe hemorrhaging') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "believed essure put in my body is defective". The patient's previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included amenorrhea with depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("severe left tubal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migrated in my uterus") and pain ("severe pain"). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device and adnexa uteri pain outcome was unknown, the genital haemorrhage and pain had not resolved and the device expulsion had resolved. The reporter considered adnexa uteri pain, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage and pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. New events 'fallopian tube perforation', 'embedded device' and 'device expulsion' added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5032461) on 30-dec-2013. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated tube"), embedded device ("embedded in my uterus") and genital haemorrhage ("severe bleeding and clotting, still suffering from severe hemorrhaging") in a female patient who had essure inserted (lot no. 915893) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("believed essure put in my body is defective"). The patient had a medical history of menorrhagia. Previously administered products included: depo provera. Past adverse reactions to the above products included: amenorrhea with depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and adnexa uteri pain ("severe left tubal pain"). Essure was removed on (B)(6) 2015. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device expulsion ("migrated in my uterus") and pelvic pain ("severe pain"). The patient was treated with surgery (bilateral salpingectomy fallopian tubes with essure device explants and bilateral salpingectomy fallopian tubes with essure device explants). At the time of the report, the device expulsion had resolved and the genital haemorrhage and pelvic pain had not resolved. The outcomes for fallopian tube perforation, embedded device and adnexa uteri pain were unknown. The reporter considered adnexa uteri pain, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted for essure insertion date on (B)(6) 2011 and removal date on (B)(6) 2015 (reported previously). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: impression: no free spillage of contrast out of fallopian. Tube consistent with successful tubal ligation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: insertion and removal date were date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5032461) on 30-dec-2013. The most recent information was received on 15-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated tube"), embedded device ("embedded in my uterus / essure coil was embeded into the uterine body") and genital haemorrhage ("severe bleeding and clotting, still suffering from severe hemorrhaging") in an adult female patient who had essure inserted (lot no. 915893) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("believed essure put in my body is defective"). The patient had a medical history of paratubal cyst, pulmonary embolism, abdominal pain, breast cancer, cesarean section, pregnancy multiple, migraine, hypertension, pelvic pain and menorrhagia. Previously administered products included: depo provera. Past adverse reactions to the above products included: amenorrhea with depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced genital haemorrhage (seriousness criteria medically important and intervention required) and adnexa uteri pain ("severe left tubal pain"). Essure was removed on (B)(6) 2015. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device expulsion ("migrated in my uterus") and pelvic pain ("severe pain"). The patient was treated with surgery (bilateral salpingectomy fallopian tubes with essure device explants and bilateral salpingectomy fallopian tubes with essure device explants). At the time of the report, the device expulsion had resolved and the genital haemorrhage and pelvic pain had not resolved. The outcomes for fallopian tube perforation, embedded device and adnexa uteri pain were unknown. The reporter considered adnexa uteri pain, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2011 and removal date (B)(6) 2015 (reported previously). Discrepancy noted: removal date: as per argus (B)(6) 2015 and as per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: findings: scout image demonstrates intact bony structures. The calcifications in the pelvis likely phleboliths. Horizontal radiopaque density is consistent with post procedural change. Area was draped with towels. Speculum was inserted. Area was cleaned with betadine. Catheter was inserted. Contrast was injected. Endometrial canal is of normal shape. The no filling defect is evident to suggest mass. There is no free spillage of contrast out of the fallopian tubes. Total fluoroscopy time 48 seconds. Impression: no free spillage of contrast out of fallopian tubes, consistent with successful tubal ligation procedure; on (B)(6) 2012: impression: no free spillage of contrast out of fallopian tube consistent with successful tubal ligation [pathology test] on (B)(6) 2015: gross description:a. "Explant included in specimen, bilateral fallopian tubes with essure device explants" received in formalin in a medium container is a 5.5 cm long fimbriated fallopian tube that ranges from 0.3 up to 0.6 cm in diameter, and has an implanted essure device that is 6.5 cm long and lessthan 0.1 cm in diameter. Also in the container is a 5.5 cm long additional fimbriated, and partially ragged fallopian tube that averages 0.6 cm in diameter, 2 fragments of rubbery tissue (2.0 x 0.9 x 0.3 cm in aggregate),1 with an embedded portion of essure device (1 cm long x 0.2 cm indiameter), and a 18 cm long x less than 0.1 cm in diameter additionalportion of essure device explant. Each fallopian tubeis remarkable for a clear fluid filled paratubal cyst (each approximately0.6 cm). Each fallopian tube segments are sectioned to reveal a pinpointlumen with no additional abnormalities identified.a1 and a2. Entire fimbriated end and cross sections of fallopian tube withembedded essure explant. (2ns and 3ss)a3 and a4. Entire fimbriated end and cross sections of remaining fallopiantube with a4 including reps of 2 additional portions of tissue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032461) on 30-dec-2013. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding and clotting, still suffering from severe hemorrhaging') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "believed essure put in my body is defective". The patient's previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included amenorrhea with depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("severe left tubal pain"). On an unknown date, the patient experienced pain ("severe pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage and pain had not resolved and the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, genital haemorrhage and pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated tube'), embedded device ('embedded in my uterus') and genital haemorrhage ('severe bleeding and clotting, still suffering from severe hemorrhaging') in a female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "believed essure put in my body is defective". The patient's medical history included menorrhagia. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included amenorrhea with depo provera. On (B)(4) 2011, the patient had essure inserted. In (B)(4) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("severe left tubal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migrated in my uterus") and pelvic pain ("severe pain"). The patient was treated with surgery (bilateral fallopian tubes with essure device explants). Essure was removed on (B)(4) 2015. At the time of the report, the fallopian tube perforation, embedded device and adnexa uteri pain outcome was unknown, the genital haemorrhage and pelvic pain had not resolved and the device expulsion had resolved. The reporter considered adnexa uteri pain, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date - 01dec2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-apr-2012: impression: no free spillage of contrast out of fallopian tube consistent with successful tubal ligation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.